Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a patient is experiencing inflammation at the snm implant site. This inflammation began after an old snm system (may be interstim ii) was replaced with a rechargeable system. Dr. Immediately thought it was an infection, so she explanted the neurostimulator and re-implanted it later. However, inflammation returned. Now hcp is wondering if this is an allergy issue. The knew patient has a nickel allergy but is curious why this is just happening with replacement since the patient was previously implanted with interstim before changing to rechargeable. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the inflammation was determined to be an allergic reaction. To resolve the issue, they removed the ins and lead on 2023-jul-27. The issue has been resolved. The device was intended to treat urgency frequency. Additional information was received from the patient. They reported that their body rejected the rechargeable implanted neurostimulators. The patient stated that they had 2 surgeries done last year and 2 were taken out within a month and a half between (B)(6). The patient reported they were not blaming the manufacturer, they think the hospital was dirty because they also had an infection after and they took it out, and they changed doctors immediately. The patient wouldn't say that the device was faulty, they thought it was a faulty surgery. The patient said that they were doing great with the 10-year battery, they had to turn it up. The patient mentioned that they went through all 7 programs yesterday and found their happy spot and everything was healing perfectly and they were very happy with it. The patient was redirected to their healthcare provider to further address the issue. They reported that their body rejected the rechargeable implanted neurostimulators. The patient reported they were not blaming the manufacturer, they think the hospital was dirty because they also had an infection after and they took it out, and they changed doctors immediately. The patient wouldn't say that the device was faulty, they thought it was a faulty surgery. The patient said that they were doing great with the 10-year battery, they had to turn it up. The patient mentioned that they went through all 7 programs yesterday and found their happy spot and everything was healing perfectly and they were very happy with it. The patient was redirected to their healthcare provider to further address the issue.